Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1 random) issue. It was reported that the meter emitted an ¿error 1¿ message. It was noted that the removing and reinserting the meter battery was not able to clear the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.